Event description:
Additional information was received: the right ventricular lead is a non-boston scientific lead. No intervention was performed for this issue as it was thought related to noise during a procedure. This issue will be further monitored. No adverse patient effects were reported.

Event description:
Boston scientific received information that remote monitoring of this device indicated a low out of range shock impedance measurement. This has been reported to the physician and is being further monitored. It is unknown whether the right ventricular lead is a boston scientific product. No adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.